Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's was not confirmed. In addition: replaced plug-in and a communication cable, if the fault occurs again, it is recommended that we send the equipment to the repair center. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited error e226 (image goes black). There were no reports of patient harm.